Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and was completed by using a wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch's shooting pedal didn't respond. The fse performed the functional analysis and identified that the wireless footswitch was inoperable. The fse disassembled the wireless footswitch and checked the wiring, and then re-attached the connector on the wireless footswitch to resolve the issue. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional investigation concluded that the complaint is not related to the prior occurrence which led to serious injury (tw 1006591), as the complaint has been reported on a wireless footswitch. According to the investigation results, philips has concluded that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch's shooting pedal does not respond. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced with wired footswitch and checked the wiring, and reinstalled the connector on the wireless footswitch which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.